Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the implantable cardiac monitor (icm) was first interrogated approximately a month post implant that 150 asystole events had been recorded when the patient was not symptomatic and it was not clear if all episodes were true or false asystole. It was noted that most of the episodes were in the middle of the night and within a few days after implant, and that none of the episodes had been in the prior three weeks. The icm remains in use. No patient complications have been reported as a result of this event.